Event description:
Crossing difficulty: patient is (B)(6), during the procedure, the smart deliver system can not cross the lesion, physician changed another one to complete the procedure. When the product was returned, it was noted that the stent is partially deployed about 4mm approx. And caught under distal tip. The brite tip was frayed. The product was prepped according to IFU. No anomalies were noted prior to use. The intended target procedure/target lesion was a gallbladder lesion. The lesion was 9mm in diameter and 7mm in length. A cordis 7f sheath introducer was used. No guide catheter was used. Pre-procedure stenosis was 90%. The lesion was slightly calcified and tortuous. Delivery was contralateral. There was difficulty encountered while advancing the sds to the lesion. Thrombus was present proximal to the lesion site.

Manufacturer narrative:
One non-sterile unit of smart 10 x 80 mm was received coiled and separated in two pieces in a plastic bag; locking pin was not received. Stent was partially deployed about 4mm and caught under distal tip. Brite tip was frayed and outer member was separated at distal end of ID band. Tuning dial was out of position. The outer diameter (od) of the stent delivery system was measured in several places and it was found acceptable per drawing. Stent deployment process could not be performed due to the outer member separation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was not confirmed as no discrepancies were found during the dimensional analysis; therefore the cause could not be determined. The "deployment difficulty-partial deployment" condition of the stent was confirmed since the stent was received partially deployed; however it does not appear to be manufacturing related. The cause of the separated condition found during the analysis could not be conclusively determined; however it could be due to the coiled condition of the unit received for analysis. The cause of the frayed brite tip found during the analysis could not be conclusively determined; however it could be due to the partial deployment condition of the unit received for analysis. Controls exist in the manufacturing process to prevent these type failures as well as there are inspections to detect them, procedural factors may contribute to failure as reported. There is not enough information to draw a definitive clinical conclusion between the device and the reported event; however, vessel characteristics and procedural factors may have impacted the event.